Event description:
A customer contacted baxter's technical service ctr regarding feeling to full at the end of therapy. The baxter tech service rep (tsr) reviewed the therapy log and found that the patient had performed two bypasses. The home patient stated, that he bypassed the initial drain with a drain volume of 3ml; the patient's last fill volume had been 2279 ml. Tsr assisted the home patient to drain off 2936ml of solution. No further therapy was performed that night as the patient was at the end of therapy. During a follow-up call to the patient's nurse, the nurse stated that the patient had been habitually bypassing drain cycles, particularly the initial drain. Patient had denied doing this in the past but admitted to bypassing after experiencing multiple overfill incidents. The patient has been retrained regarding bypassing and has not reported any further issues to his nurse as of 10/10/07. The nurse did not want the machine to be returned for evaluation as she stated that the issue was caused by the patient bypassing drains. There was no patient injury or medical intervention.

Manufacturer narrative:
.